Event description:
Novasure handpiece cavity indicator light was red; needed to be green in order to proceed with btl ablation procedure. Despite surgeon tapping on foot pedal to proceed, machine kept beeping and indicator light remained red. A 2nd handpiece (novasure) was opened and (B)(6) phone assistance from novasure-surgical assistance application specialist obtained, uterine perforation occurred as a result of malfunction with first novasure handpiece. The uterus perforation was cauterized, and bleeding stopped. The case then proceeded to tubal banding. This outpatient procedure resulted in the patient being admitted and observed for 24 hrs.